Event description:
It was reported that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed loss of capture (loc) on this left ventricular (lv) lead. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that review of subsequent lv lead measurements and presenting electrograms (egms) showed appropriate lv capture. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended. Review of the presenting electrogram (egm) showed loss of capture (loc) on this left ventricular (lv) lead. Further review was recommended to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.